Manufacturer narrative:
Batch review performed on 02 may 2022: lot 2103240: (B)(4) items manufactured and released on 02-june-2021. Expiration date: 2026-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device received. Batch review performed on 02 may 2022: reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot 2004022: (B)(4) items manufactured and released on 23-april-2021. Expiration date: 2026-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 months after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully.